Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic liner. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspection were not performed as the liner was not returned however a material analysis report of the returned shell and head noted that abrasive damages to the shell and head likely resulted from contact between the components, consistent with liner failure. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: not performed, the device was not properly identified.. Complaint history review: not performed, the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the reported liner, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The surgeon reported via the sales representative that a patient has presented with an alleged ceramic fracture and as a result the surgeon is planning revision surgery. The patient was originally implanted with an exeter stem and an abg ii cup at the spire leicester. It is unknown at this stage whether the alleged fracture has occurred with the head or the liner. The revision is planned for (B)(6) 2015.

Event description:
The surgeon reported via the sales representative that a patient has presented with an alleged ceramic fracture and as a result the surgeon is planning revision surgery. The patient was originally implanted with an exeter stem and an abg ii cup at the spire leicester. It is unknown at this stage whether the alleged fracture has occurred with the head or the liner. The revision is planned for (B)(6) 2015.